Manufacturer narrative:
2032227-060322-002-c. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that battery cap cracked/damaged, blank display occurred. There was an allegation of hyperglycemia as a result of this event.